Manufacturer narrative:
The event of "capsular contracture, baker grade unknown," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported hematoma and capsular contracture (baker grade unknown). Additionally, patient reported "numbness in both hands, severe back pain, chronic exhaustion and fatigue, twitching in the hands, dry eyes, severe acne, stomach pain, histamine intolerance, difficulty concentrating and headaches"; these events are not device related. Left side. Unknown if device has been explanted.